Manufacturer narrative:
Photo received for investigation. Through visual inspection, the plunger rod appears broken inside the packaging, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that the bd solomed¿ syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "good afternoon, this syringe is causing problems, the plunger breaks during application. There were several cases. Could there be a problem with this batch" additional info received 05 march 2024. The initial reporter name and email, phone details received the pharmacists reported the following events that occurred when we used the 5ml syringe, brand bd, attached to the safety device and connected to 30x7 needles, with batch number: 3349227. Repeated occurrence of disconnection (or even rupture) of the retention stopper plunger, also called ¿stopper¿. This eventuality, on at least six occasions, resulted in the impossibility of applying the medicine, causing discomfort to our clients and difficulties to our professionals. Reporting such an occurrence also aims to provide our suppliers with an opportunity to, if necessary, prevent successive occurrences.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.